Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous left circumflex artery (lcx). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was delivered to the lesion that bms (bare metal stent) was inserted with tortuosity in lcx, however, it was unable to cross. Dilatation was performed with a balloon, opticross imaging catheter was delivered again, but it still was unable to cross. During the removal of the device resistance was felt. When the device was being removed the tip separated from the device. The separated tip of the device was able to be removed by using a snare. The physician commented that the separation of the tip was caused by pulling out the device after it got stuck. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR. The device was returned for analysis. The imaging window is detached from the lap joint assembly and a kink in the tip assembly from femoral marker to the distal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Adverse event related to patient condition is the most probable cause since it is possible that the anatomical or procedure factors could have limited the device performance.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous left circumflex artery (lcx). An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), the device was delivered to the lesion that bms (bare metal stent) was inserted with tortuosity in lcx, however, it was unable to cross. Dilatation was performed with a balloon, opticross imaging catheter was delivered again, but it still was unable to cross. During the removal of the device resistance was felt. When the device was being removed the tip separated from the device. The separated tip of the device was able to be removed by using a snare. The physician commented that the separation of the tip was caused by pulling out the device after it got stuck. The procedure was completed with a different device. No patient complications were reported.